Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement- the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3691867 showed that the devices were conformed to in process and finished goods specifications when released to stock the 15 may 2013. Expiration date: 2016-03 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder repair that the top proximal end thread of the customer's healix advance anchor chipped off during insertion. The sales rep said the implant was almost all the way in when the surgeon twisted one more time and the threads not inserted into the bone chipped right off. The broken piece was removed and the anchor was left securely in the bone hole. The surgeon completed the procedure with no patient consequences or delay. The sales rep stated the anchor was still fully on the inserter and the surgeon was not off axis when the device broke. The surgeon used the purple 4.5 healix awl and triple loaded #2 orthocord. The sales rep reported the patient was a (B)(6) male with average bone quality. He had no information regarding medication or preexisting medical conditions.